Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was unknown if the patient was hospitalized prior to death or if the patient was performing pd therapy on the homechoice. The cause of death was cardiac arrest. It was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. An external inspection was performed and revealed that the cover was damaged and was missing a piece. The damaged cover would not have caused or contributed to the home patient passing away. There was no failure or malfunction identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. The device passed electrical and functional testing. An internal inspection was performed and found no issues. If additional relevant information is received, a supplemental medwatch will be filed.